Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history, pre-operative condition and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed unspecified post-operative bleeding on (B)(6) 2015 that required transfusion with nine units of packed cells. At the time of the event, the patient was on heparin and she had a normal international normalized ratio (inr). This event was reported to be unrelated to the study device. By (B)(6) 2015, the patient remained intubated post-operatively and is reported to have been mechanically ventilated for 42 days at this point (including pre-operative intubation). A tracheostomy was not performed at this time. On (B)(6) 2015, the patient developed sustained ventricular arrhythmias requiring defibrillation or cardioversion. This event was reported to be unrelated to the study device. On (B)(6) 2015, the patient developed surgical site bleeding that required treatment to repair the innominate vein and the placement of a temporary right ventricular vad. At the time of this event, that patient was on heparin and her inr was 1. This event was reported to be unrelated to the study device. On (B)(6) 2015, the patient developed renal dysfunction with elevated creatinine (creat) levels. On (B)(6) 2015, the patient was transfused with three units of packed cells for unspecified bleeding. At the time of this event, the patient was not on any anticoagulation and her inr was 2. This event was reported to be unrelated to the study device. On (B)(6) 2015, the patient was noted to have continued respiratory failure with a total intubation time of 48 days and underwent a tracheostomy. This event was reported to be unrelated to the study device. On (B)(6) 2015, the patient's temporary rvad was explanted without exchange. On (B)(6) 2015, the patient developed a lower gastrointestinal bleed that required transfusion with two units of packed cells. At the time of this event, the patient was not on any anticoagulation and her inr was 1. This event was reported to be unrelated to the study device. Of note, the patient appears to have been still hospitalized and mechanically ventilated since her vad implantation; but was discharged to a rehabilitation facility on (B)(6) 2016. No further information has been provided.